Event description:
It was reported that this right atrial (ra) lead was part of system revision due to infection. No additional adverse patient effects were reported. This ra lead was explanted.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: describe event or problem; h6: patient codes; and h6: impact codes.

Event description:
It was reported that this right atrial (ra) lead was part of system revision due to infection. No additional adverse patient effects were reported. This ra lead was explanted. Additional information was received and indicated that the patient had exhibited persistent bacteremia, and multiple antibiotics were made to avoid extraction. No additional adverse patient effects were reported. This ra lead was explanted.